Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to have caused the reported field event of premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that premature eri was observed and the device was unable to interrogate. The device was explanted and replaced.